Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, crosstalk was observed on the right ventricular (rv) lead. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.